Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 480 devices. The following information was provided by the initial reporter. The customer stated: "there were tubes that only half filled."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 480 devices. The following information was provided by the initial reporter. The customer stated: "there were tubes that only half filled."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-03-10 h6: investigation summary bd received 10 samples from the customer in support of this complaint. The expiry date of the lot number involved was february 2022. 10 returned and 10 retained samples from the bd inventory were functionally tested and the customer's indicated failure mode of underfill was not observed, even though the returned and retained tubes were expired they still drew within specification. Bd was unable to confirm customers indicated failure mode based on the returned and retained samples test results. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.